Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2024, between 6:00 pm and 6:30 pm, the patient was feeling ¿loopy¿. The patient drank orange juice and ate peanut butter then attempted to test her blood glucose at 6:30 pm but the alleged error message began prompting. The emergency medical services (ems) were reportedly notified for assistance. The reporter claimed that when ems arrived at 7:00 pm, they tested the patient¿s blood glucose on the ems meter and obtained a reading of ¿42 mg/dl¿ and treated her with intravenous fluids. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked through resolving issue and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a contributor to the event.